Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's distal end split open during inspection. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is the part number 2 of the instrument (brown part behind orange surface) the one that was damaged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and found to have a scratched tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 5 mm x 1 mm. There was not any material missing. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.